Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Tested on global transmitter final functional tester: passed. Share log reviewed did not show any data. Customer complaint could no be confirmed with transmitter's hardware test results. The reported event of a loss of connection was not confirmed. A root cause could not be determined.